Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. Evaluation summary: the device was returned for evaluation. Tip separation was confirmed. Difficult to position/difficult to remove (guide wire resistance) could not be tested due to the condition of the returned device. Based on visual and dimensional of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that it was not possible to advance the 2.5 x 12 mm xience pro stent delivery system (sds) over the already placed balance middleweight (bmw) guide wire. This occurred prior to the sds entering the patient's anatomy. Another xience pro was used successfully with the same guide wire. There was no clinically significant delay in procedure and no adverse patient effects. Return device analysis of the xience pro revealed the soft tip was separated. Follow-up information reported that after the difficulty advancing on the guide wire, the device was immediately retracted. Resistance was also noted during removal of the xience pro on the guide wire. After the sds was removed, it was noted that the tip had separated. No additional information was provided.